Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump is alarming, squirting the insulin out during manual prime, unable to exit from preparing to prime loop and the drive support cap is sticking out. Nothing further was reported.